Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC inserted (B)(6) 2021 (B)(6) 2022 - l/a fluid leaked under PICC dressing. Dressing removed, crack seen at hub of PICC, visibly leaking. Hub of PICC cracked & leaking. Required accucheck & piv insertion. Line removed.

Event description:
PICC inserted (B)(6) 2021. (B)(6) 2022: l/a fluid leaked under PICC dressing. Dressing removed, crack seen at hub of PICC, visibly leaking. Hub of PICC cracked & leaking. Required accucheck & piv insertion. Line removed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review and a crack in the luer was confirmed which would result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.